Manufacturer narrative:
Investigation: the investigation was conducted solely based on the customer's description, as the device (26616bca; tipcam1 rubina 30°, opal1 nir/icg, 4k 3d; sn/lot (B)(6); manufactured january 15, 2025) was not returned for physical inspection. The error description provided by the customer, " green/yellow image ", could not be confirmed. A precise analysis of the cause cannot be carried out because the tipcams mentioned are not available to us for closer examination. The device failure may be due to several causes (electrical, mechanical, connection faults, damaged product) which cannot be identified at this stage. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a robotic laparoscopic prostatectomy, after about 3 hours of procedure time, the visualization of the patient cavity took on a green/yellow hue. The camera was cleaned and the white rebalanced. The issue returned after about 10 minutes and the camera returned to the dark, green/yellow state. The cleaning process was repeated intermittently. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).